Manufacturer narrative:
The light adjustable lens (lal, sn (B)(6), +18.5d) was implanted in the patient's right eye (od) on (B)(6) 2022. The patient completed 2 light adjustment treatments during the postoperative period and a third light adjustment treatment 10 months later. The patient refused to complete the required lock-in light treatments. On (B)(6) 2024, approximately 17 months after the implant surgery, the lal was explanted from the patient's right eye due to suspicion of zone formation. A new light adjustable lens+ (lal+, sn (B)(6), +19.0d) was implanted as a replacement. The explanted lal (sn (B)(6), +18.5d) was cut into small fragments during explantation and returned to rxsight for examination. No evidence of zone formation was found. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens (lal, sn (B)(6), +18.5d) was explanted from the right eye (od) and a new light adjustable lens+ (lal+, sn (B)(6), +19.0d) implanted as a replacement. Rxsight's first awareness of this event was on 05/02/2024. Reference report #3012712027-2024-00084 for the report on the left eye (os).